Manufacturer narrative:
Patient medications include but are not limited to: ¿ aspirin, statin, beta blockers, ace inhibitor, tgu373720. The information provided in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore; or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and date of event have been estimated as only the year was provided. As lot number(s) were unavailable a UDI and device history review were not provided.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2015, a patient underwent endovascular treatment for a rapidly expanding and asymptomatic aneurysm from a chronic dissection which extended from the left common carotid artery (zone 2) to > 2 cm distal to the left subclavian artery (zone 4) within the aorta. The patient was implanted with onea conformable gore® tag® thoracic endoprosthesis (tgu373720/unk) was implanted just distal to the left common carotid artery. The device was placed as follows: tgu373720 (proximal zone 2) the maximum total aortic diameter (including true and false lumen in dissection) within the diseased segment being treated measured 47.0mm in zone 3. The patient was asymptomatic and the procedure was elective. On an unknown follow up date, approximately post operative day (pod) 101; the patient underwent reintervention for treatment of a proximal type I endoleak. Additional surgery was performed on the left subclavian artery (lsa) to treat an occlusion of the lsa. The endoleak was noted to have resolved. There was no indication of aortic enlargement within the treated area; or extension of the dissection.